Event description:
It was observed that during the device evaluation, the cutting wire was broken. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, 1)due to the factor described below, spark discharge between the tissue and the cutting knife occurred during output activation. The output setting for activation was too high the electrosurgical unit was used in the coagulation mode. The output activation time was too long. 2)spark discharge occurred, and the part of the cutting knife became hot instantly. As a result, the strength of the cutting knife decreased. Also, the cutting knife was scorched. 3)during tissue incision, a load was applied to the cutting knife which has the reduced strength. This might have caused the cutting knife to break. However, the exact cause of spark discharge generation could not be identified. Therefore, the root cause of the reported event could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No new information provided by the customer.

Manufacturer narrative:
Corrected field updates: d4 lot #, h4. This supplemental report is being submitted based on additional information provided.